Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine device check. It was noted that the right ventricular lead exhibited noise oversensing. Programming changes were made. The patient was stable.